Manufacturer narrative:
The device was returned with the customer's power sources was evaluated on (B)(6) 2021. The device powered on using the customer's power adaptor and battery pack with lab batteries. It also powered on using a lab power adaptor, however it was noted that the eccentric motor shaft is out of specification and a piece of tubing is stuck in tubing port. The customer's report of no power could not be confirmed.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including testing with the battery pack and another power cord. The troubleshooting did not resolve the issue and the customer was sent a replacement device. Return of her original device was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2021, the customer indicated she had a fever the past three days due to mastitis and she had returned the original pump. In further follow up with a complaint handler on (B)(6) 2021, the customer indicated the mastitis had been diagnosed by a doctor and she had received medication. She additionally indicated she had also hired a lactation consultant who had helped her remove all her clogged ducts by hand and it had immediately gotten better after that. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021 the customer alleged to medela llc that her pump in style maxflow breast pump was not powering on and she was engorged. In follow up with a complaint handler on (B)(6) 2021, the customer indicated she had a fever the past three days due to mastitis and she had returned the original pump. In further follow up with a complaint handler on (B)(6) 2021, the customer indicated the mastitis had been diagnosed by a doctor and she had received medication. She additionally indicated she had also hired a lactation consultant who had helped her remove all her clogged ducts by hand and it had immediately gotten better after that.